Event description:
It was observed that during the device evaluation, the video system center exhibited no image due to a defective printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
In addition to the findings in b5, the device evaluation found that the locking system of the video connector was faulty, but the connection was still possible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.